Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the bile duct exploration, when the nurse passed the device, the suture and the needle were not connected. The suture was replaced immediately to continue the case. There was no patient injury.